Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was rupture.

Event description:
Patient reported "leakage" and "rupture" and replacement due to concern with the device. Device remains implanted. This record is for the left side.